Manufacturer narrative:
Device was returned with guidewire loaded in device. The stent had moved distally on the balloon, and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident to the 8th distal stent wraps and onwards, with struts raised and bunched. The mandrel would not load through the inner lumen most likely due to hardened blood in the inner lumen. No deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the mid rca. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not preformed. The lesion was pre-dilated. It is reported that the stent could not pass through the lesion and that stent deformation occurred during positioning. It is indicated that it was not possible to retreat the stent in the guide catheter, so the physician removed guiding catheter, wire and stent together successfully. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The physician did not complete the procedure. There is no patient injury.

Manufacturer narrative:
The lad was treated during the index procedure. If information is provided in the future, a supplemental report will be issued.